Event description:
Treatment of an avm. It was reported the catheter ruptured during procedure and onyx was observed coming out from the ruptured site. No pt injury reported. Same event as MDR# 2029214-2011-00267.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was discarded. (B)(4).